Manufacturer narrative:
The provided qc data was acceptable and gave no indication of a reagent or instrument issue. The analyzer alarm history did contain an abnormal aspiration alarm. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys troponin t hs assay (tnt hs) result for 1 patient sample tested on a cobas 8000 e 801 module. For sample a the initial tnt hs result was 250 pg/ml. Three hours later a new sample, sample b, was collected and resulted in a tnt hs result of 37.0 pg/ml. Due to the noticeable difference between sample a and sample b results, both samples were retested. Sample a retest result was 24.7 pg/ml. Sample b retest result was 37.2 pg/ml. The initial result from sample a was reported outside of the laboratory but was questioned by the physician. The samples were aliquoted by a modular pre-analytical system. The tnt hs reagent lot was 41926001 with an expiration date of 30-nov-2020.